Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It was received with cracked display window corners, cracked reservoir tube lip, cracked belt clip slot, and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated she was at 132 mg/dl when she went to bed and woke up with high blood glucose of 545 mg/dl which she treated with manual injections. No issues with the set, site or insulin were found. The customer declined to continue troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.